Event description:
Additional information received from the clinic. It was reported that the device had been reprogrammed. The rv sensing was brought up and the device was kept in integrated bipolar. The patient's device was checked one month later and everything was okay with the device and lead. The patient's device was also checked two months later via remote transmission and showed stable diagnostics. The clinic is continuing to monitor the patient and the device. There were no performance issues and no patient complications reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 4194, implantable pacing lead (B)(6) 2011; product ID 4076, implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that when reviewing the remote transmission report for the patient there was a consistent pattern of ventricular sensing episodes observed consistent with post pace oversensing. No actions have been reported taken related to the observation. No patient complications have been reported as a result of this event.